Event description:
Patient called to report a right side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional later reported right side capsular contracture baker grade unknown. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: event of deflation and capsular contracture was received on jul 13, 2023, with lot number#: 621448. Based on the device analysis grid, the assessments of the complaint are: deflation: observed, opening on radius side assessed, as fold flaw opening. Capsular contracture: unable to observe, as it is a medical event. Not related to the device. Additional observations: observed, creases on the device. Observed, wear abrasion on the device. White particles observed, inner the device. No further actions are required, as the device was implanted.

Event description:
Patient reported, right side deflation. Healthcare professional, later reported, right side capsular contracture, baker grade unknown. The device has been explanted and replaced.